Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated the patient reported effective stimulation coverage postoperative and the issue is resolved.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the lead was explanted. Additional surgical intervention was undertaken on (B)(6) 2015 and a lead was implanted (reference MFR report: 1627487-2015-15231).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.